Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2020, pt#3 initial serum = 6.7mg/dl (normal range 1.6 - 2.6mg/dl) / 2.5, plasma = 2.1 /2.6mg/dl; pt#4 = >8.6 / 4.3 / 1.4mg/dl; initial on (B)(6) 2020 pt#2 = 2.0mg/dl / retested on (B)(6) 2020 = 1.3mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the field service representative replaced the cuvette dry tip, list number 09d51-02, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(6), service history identified no contributing factors to the current complaint. There have been no subsequent occurrences of discrepant results documented after the part was replaced by service. A 12-month review did not identify a trend for the cuvette dry tip. The most recent product monitoring review for the architect c4000 platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem, and troubleshooting of probable causes and corrective actions for erratic sample results. Based on the investigation no systemic issue or deficiency was identified for either the architect c4000, serial number c402662, or the cc cuv dry tip, list number 09d51-02.